Event description:
It was reported that during a central vein catheter (cvk) procedure, a guide wire fracture occurred. The target lesion was located in the inferior vena cava. This v-18 control wire along with a non-bsc 6fr introducer and non-bsc 20 gauge needle were selected and placement of a dialysis catheter was performed. On control x-ray post procedure a piece of the guide wire was detected in the left lob of the lung. The patient status is currently stable. Additional information has been requested and is not available.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).